Event description:
The pulse generator was explanted due to end-of-life (eol).

Event description:
It was reported that the pulse generator was in back-up mode. Several attempts to perform a download failed.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The product code could not be downloaded. The battery was at end-of-life. After replacing the bat tery the device functioined normally.

Manufacturer narrative:
No medwatch form was received.